Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: upon visual inspection, the device shows clear signs of breakage, primarily located at the tip of the driver. The fracture pattern suggests that the material was bent prior to failure and is brittle in nature, as indicated by the relatively flat and transverse fracture surface. Circular striations and scratches are present around the shaft¿s diameter, and multiple indentation marks are visible on the handle. Additionally, discoloration is observed mainly at the metal-to-plastic contact surfaces, likely resulting from moisture exposure during post-cleaning and sterilization processes. The broken piece is not available for inspection. Furthermore, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The values indicate the material is within the acceptable limit. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user-related issue. The event occurred due to the application of a screwdriver in a non-axial direction, which produced a transverse fracture pattern and ultimately led to the failure observed. If more information is provided, the case will be reassessed.

Event description:
Tip of driver broke off while tightening final glenosphere implant. The broken tip fell out and was disposed of.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip of driver broke off while tightening final glenosphere implant. The broken tip fell out and was disposed of.